Manufacturer narrative:
Additional device product code: lxt. The subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, patient underwent a orif of proximal tibia procedure. It was noted that the threads of a wing nut broke off in item holding sleeve 105mm while the surgeon was tightening it. There was no harm done to the patient and we were able to proceed with the procedure with no surgical delay and no further issues. Patient outcome is reported as doing well. During manufacturer's preliminary evaluation of the returned device it was identified that a 5.0mm schanz screw was unable to disassemble. This report is for one (1) 5.0mm schanz screw blunted trocar point 170mm. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that schanzscr ø5 l175/50 sst was stuck inside the holding sleeve and could not be disassembled due to holding sleeve damage. A dimensional inspection was unable to be performed due to the received condition inside the holding sleeve. A functional test was performed and the schanzscr ø5 l175/50 sst was unable to be disassembled due to holding sleeve damage. The complaint condition was able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the schanzscr ø5 l175/50 sst would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. He lot number is unknown and therefore no mre could be performed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.